Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information received: did the tissue pad fall off of the clamp arm? During the first minutes of the procedure the tissue pad fell off the clamp arm into the patient if yes, did the tissue pad fall into the patient? Is yes, was it retrieved? The tissue pad fell off the clamp arm into the patient. The surgeon retrieved it is the tissue pad being returned with the device or was it disposed of? The surgeon retrieved it and it was returned with the device.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, during the first minutes of the procedure the teflon pad "abrapted" from the instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient.